Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: the intellicuff-device was checked after usage, suddenly the display screen lit up and an alarm occurred. It was noted that the motor did not work, and the pressure could not be adjusted (tf10). This phenomenon could be reproduced, the log shows that it occurred four times. There is no delay in treatment nor harm to the patient, user or third party reported to hamilton. The investigation is still ongoing.